Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the j600 connector on the bedside boardhad an improper solder joint connection. The cause of the inability to power on is the improper solder joint. The root cause of the improper solder joint could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it would not power on.